Manufacturer narrative:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down. They tried booting up the cns, but they received a video error, and it will not boot up. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Telemetry transmitter(s), model: zm-530pa, sn: (B)(6), device manufacturer date: ni , unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned, telemetry transmitter(s), model: zm-531pa, sn: (B)(6), device manufacturer date: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down. They tried booting up the cns, but they received a video error, and it will not boot up. No patient harm was reported.

Manufacturer narrative:
Details of the complaint: the biomedical engineer (bme) reported that the central nurse's station (cns) went down. They tried booting up the cns, but they received a video error, and it will not boot up. No patient harm was reported. Investigation conclusion: the issue was confirmed during device evaluation. The motherboard was found to be defective and was replaced to resolve the issue. Hardware failure could come as a result of physical, fluid, heat, or electrical damage. Physical damage could occur due to impacts with objects and other surfaces. Fluid intrusion would result in electrical damage to internal components as well as possible corrosion. Heat damage could occur due to improper maintenance or placement. Electrical damage could occur during a power outage or power surge. The following fields contains no information (ni), as attempts to obtain information were made, but the information was not provided. D10 concomitant medical device telemetry transmitter(s) model: zm-530pa, sn: (B)(6), device manufacturer date: ni , unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Telemetry transmitter(s) model: zm-531pa, sn: (B)(6), device manufacturer date: ni, unique identifier (UDI) #: (B)(4), returned to nihon kohden: not returned. Additional information: b4 date of this report, g3 date received by manufacturer, g6 type of report, h2 if follow-up, what type? H3 device evaluated by manufacturer , h6 event problem and evaluation codes, h11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the central nurse's station (cns) went down. They tried booting up the cns, but they received a video error, and it will not boot up. No patient harm was reported.